Manufacturer narrative:
Device is a combination product. Date of birth: 1940. Initial reporter phone: (B)(6). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR report # 2134265-2016-09071, 2134265-2016-09070. (B)(6) trial. It was reported that following a coronary artery stenting treatment procedure the patient developed angina and underwent reintervention. The index procedure treated a de novo, long, 80% stenosed lesion extending from the left main coronary artery (lmca) into the distal circumflex (cx) measuring 3.5x56mm. The lesion was predilated and three stents were placed: 2.5x28mm and 3.0x24mm promus element stents in the circumflex/obtuse marginal portion of the stenosis and a 3.5x16mm promus element stent in the lmca/cx portion of the stenosis. Residual stenosis was 0%. An additional non-target lesion in the saphenous vein graft to the first diagonal (svg to d1) was treated with direct stenting using a non-bsc drug eluting stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2015, the patient was hospitalized for suspected coronary artery disease and was noted to have progressive typical angina-type chest pain. A 95% in-stent restenosis of the svg to d1 was noted and treated with a drug eluting balloon. The event was considered resolved without residual effects and the patient was discharged on dual antiplatelet therapy.